Event description:
It was reported that the 9600 system would reboot on its own. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The ps1 power supply and cable were replaced during the svc call. The system was tested and found to be working as intended, and put back into svc.